Manufacturer narrative:
Lot review: a review of lot# 3333064 showed that (B)(4) units were manufactured, tested, inspected and release in september 2016 citing no exception documents.

Event description:
Complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports : "staff member had applied new tego pre-hemodialysis. At 1.5 hours into the run the tego on the a side was leaking and the nurse believed it to be a crack on the side. The tego was not loose or over-tightened. The tegos were removed and replaced. The nurse saved the faulty tego". There were no reported adverse patient consequences.